Manufacturer narrative:
(B)(4). The lot was manufactured from february 8, 2014 to february 10, 2014. The device was returned for evaluation with approximately 240 ml of fluid in the bladder. Visual inspection was performed and found no signs of blockage or physical abnormality that could have caused the reported condition. A functional test was then performed by removing the unit's distal luer cap and observing the device for flow issues. After removing the cap, flow was observed at the distal luer and continued without stopping. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon conclusion of the investigation, the device was determined to meet product specifications and the reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not start to flow. This occurred ¿after preparation¿ and before patient connection. There was no patient involvement. No additional information is available.